Event description:
The customer reported the system shut down without command and would not boot back up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord plug. The system operates as intended.